Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the atrial lead exhibited under-sensing and failure to capture. The lead was reprogrammed on 7 jul 2022. The patient was asymptomatic and stable in condition.